Manufacturer narrative:
Section b1: report type corrected. Section d1: brand name corrected. Section d4: catalog and UDI number corrected. Section d5: operator of device corrected. Manufacturer¿s investigation conclusion: the submitted log files were reviewed following the reported event of the pump starting unexpectedly at 3000 revolutions per minute (rpm) after pump priming. Review of the submitted log files revealed that the unexpected pump start was due to the system controller being disconnected from the heartmate touch before the pump stop sequence had completed at the end of priming; this is addressed via the heartmate touch investigation. The system controller was not returned for evaluation. The submitted log files did not indicate any issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close and the clinical view will be displayed. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app error message, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 5 ¿surgical procedures¿, subsection ¿preparing, running, and priming the pump¿ provides instructions for priming the pump. This section states that pump priming occurs for five minutes at 3000 rpm in saline to verify pump operation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later clarified that when the system controller was reconnected to the heartmate touch app and continued to run during priming, the pump was subsequently manually stopped by the user pressing the "stop pump" button on the heartmate touch app. Additionally, after the pump started unexpectedly, the pump was manually stopped again using the "stop pump" button, as they were not ready yet. The unexpected start did not have any adverse effect on the patient. Related manufacturer reference numbers: 2916596-2024-01333, 2916596-2024-01334.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.